Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Once a new battery was installed the AED functioned as designed and was able stay in service.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on. The customer did not report this occurring during patient use.